Manufacturer narrative:
Complaint conclusion: as reported, during an interventional endovascular procedure, a 2.5x 40mm 155cm saber rx balloon catheter (bc) was used for pre-dilation and ruptured at approximately six atmospheres (6 atm.) During the initial inflation. The product was removed successfully and another saber 3x60mm bc was used successfully. The procedure was completed successfully using a drug-coated bc. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). Angiography and an intravascular ultrasound (ivus) checked the lesion had severe calcification. An ipsilateral approach was made. An unknown guidewire was used to access the lesion. There were no other product issues noted either at the account after the procedure nor prior to shipping for inspection. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintained negative pressure). A non-cordis indeflator device was used. The same indeflator was used successfully with other devices. There was no resistance/friction felt while inserting the balloon through the rotating hemostatic valve. The physician did not use any guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon ruptured during its initial inflation. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17334360 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severe calcification) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during an interventional endovascular procedure, a 155 cm. Saber rx 25 mm. X 4 cm. Balloon catheter (bc) was used for pre-dilation and ruptured at approximately six atmospheres (6 atm.) During the initial inflation. The product was removed successfully and another saber 3 x 6 bc was used successfully. The procedure was completed successfully using a drug coated bc. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). Angiography and an intravascular ultrasound (ivus) checked the lesion had severe calcification. An ipsilateral approach was made. An unknown guidewire was used to access the lesion. The device was discarded. There were no other product issues noted either at the account after the procedure nor prior to shipping for inspection. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintained negative pressure). A non-cordis indeflator device was used. The same indeflator was used successfully with other devices. There was no resistance/friction felt while inserting the balloon through the rotating hemostatic valve. The physician did not use any guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon ruptured during its initial inflation. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient.